Manufacturer narrative:
Device was not implanted/explanted. A manufacturing evaluation was completed: two screws were received. Both have the tips broken off. No lot numbers were provided. The complaint states that the screw would not load onto the driver. The top of the head is in good condition. The drive displays impacted/compressed areas at the intersection of the cross slots with displaced material. The band and threads are in good condition. Approximately 0.70mm of the tip is missing. The remainder of the tip appears to be compressed and polished. The cross slot drive passes all applicable tests regarding width, perpendicularity, and depth. The reported non-conformance could not be attributed to any synthes processes. No manufacturing related issue was identified. The root cause of the complaint condition is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two 1.5mm x 4mm neuro screws would not load on to the screwdriver. Readily available screws loaded on screwdriver without difficulty. No surgical delay. Surgery successfully completed. When the devices were evaluated by the manufacturer, it was noted that the screw tips were missing. This is report 1 of 2 for (B)(4).